Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.

Event description:
Telemetry confirmed that a critical alarm was occurring. The pump showed a reset due to a low battery alarm and was in "safe state". The patient experienced twitching and drowsiness, and was given ativan in the emergency room. The pump had been refilled the previous day, so the emergency room physician reset the pump to the last settings charted from the previous days refill. The patient was kept overnight in a monitored bed. The patient was given a prescription for oral baclofen. When the managing physician saw the patient, the patient 'looked fine'. The pump continued to alarm every 10 minutes per the critical alarm setting, but indicated 'no alarm'. A revision was performed and at that time the pump was alarming. There was no dialogue box indicating which alarm was occurring and no log stating that an alarm was occurring. The pump was used to deliver lioresal 2000mcg/ml. The patient's outcome was reported as no injury; recovered without sequela. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.